Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a controller power-up and motor-start events on (B)(4) 2015. This is indicative that both power sources were disconnected from the controller. The estimated maximum time that the controller lost power may have been for 15 minutes and 49 seconds. Analysis of the device revealed that the controller met specifications; the device passed visual examination and functional testing. Both power ports were clean with no signs of contamination. Both ports performed proper mating and locked appropriately when the power sources were connected. The power connections to the controller was found reliable. The "no power" alarm worked as expected when the driveline was disconnected from the controller. No failure detected. The reported event could not be duplicated at the bench level. .

Manufacturer narrative:
Log file analysis review date: (B)(4) 2015; log dated through (B)(6) 2015; normal power consumption. Additional notes: 10 low flow alarms have been logged since (B)(6) 2015. Log file analysis review by manufacturer: patient had a controller power up and associated motor start event on (B)(6) 2015, indicating that both power sources were disconnected from the controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the "patient had a controller power up and associated motor start event on (B)(6) 2015." Log file analysis by manufacturer shows that both power sources were disconnected from the controller. Per sites report "since the patient was sleeping, this seems to be a communication problem between the controller and both power sources." There were "no alarms triggered" by controller. "For this reason, medical doctor replaced the controller unit". It was stated that there were "no effect on patient." No additional information provided. Investigation is ongoing.